Manufacturer narrative:
Batch review performed on 22 november 2024: lot 2244434: (B)(4) items manufactured and released on 31-jan-2023. Expiration date: 2028-01-12. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 year 6 months after the primary, the patient came in reporting knee instability and the cause is unknown. The surgeon revised the liner (10 to 12 mm) and the surgery was completed successfully.